Event description:
It was reported by repair work order that the head right side rail was stuck in the middle due to a correded pivot. There were no reported issues with the other three siderails. Also, it was reported the ground prong on the power cord was corroded and damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.